Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the battery on the insulin pump was lasting 3 days and now only one day. The alarm history was checked and there was a power loss alarm. Blood glucose value was 8.3 mmol/l. Customer was advised to remove the battery for 15 minutes to reset it, monitor the device and call again if issue persists.